Manufacturer narrative:
The customer reported two potential lot numbers: r20l04020 and r20l0205. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart (separated) from the y-site. This issue occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3,h4, h6 and h10. H4: the suspected/potential lot r20l04020 was manufactured on 12/05/2020. H4: the suspected/potential lot r20l02057 was manufactured on 12/03/2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph which revealed the tubing was separated from the third y-site clearlink in the downstream part. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted